Manufacturer narrative:
The catheter was not returned to ekos for investigation. Per the nurse, the distal markers were in place when she removed the right catheter through the tuohy valve (hemostasis valve). The nurse noted difficulty when pulling the left catheter. She proceeded and was able to remove it; however, she noticed the distal tip of catheter stretched and distal marker missing. A chest x-ray was ordered and per the physician, there were no marker visible on the x-ray. Therapy was reported to have been completed successfully. The patient had been extubated, was eating on their own and doing well. There were no patient sequelae reported to the patient. No definitive root cause could be identified. A review of the device history record could not be performed as the correct serial number was not provided. Per the reported information, hemostasis valve was used during the procedure. Ekos IFU warns the user not to use an introducer sheath with a rotating hemostasis valve to introduce the ekosonic device. Insertion or removal through a rotating hemostasis valve may result in removal of the radiographic marker bands, stretching or other damage to the catheter. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that during ekos catheter removal, the distal marker band was missing. Upon removal of the ekos catheter, the nurse loosened the tuohy valve (hemostasis valve) and when the nurse removed the right pulmonary artery (pa) ekos catheter the distal markers were intact. The nurse reported resistance when pulling the left pa ekos catheter through. She proceeded and was able to remove the device; however, she noticed the distal tip of catheter was stretched and the distal marker was missing. The treating physician ordered a chest x-ray which showed no marker visible on the x-ray. Per the nurse, the marker band was also not in the sheath. The ultrasound therapy was completed successfully. Per the nurse, the patient was extubated and was eating on their own and doing well that morning. The ekos catheters were disposed by the hospital.